Manufacturer narrative:
B2: event date approximated based on 6-8 months earlier.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) tilted within the ipg pocket. Symptoms included tenderness and pain during charging of the ipg. The patient subsequently underwent an ipg revision procedure, during which the ipg was repositioned. The ipg remains implanted in the patient. The patient was doing well postoperatively.

Manufacturer narrative:
B2: event date approximated based on 6-8 months earlier based on all available information (in the absence of product return) boston scientific has determined that the ipg tilting/migrating in the pocket site resulting in pain is a known inherent risk with use of the device. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. A product labeling review did not identify any anomalies. Additionally, the IFU states that over time, the stimulator may move from its original position, and that persistent pain at the ipg or lead site may occur, both of which are known risks associated with the use of spinal cord stimulation (scs). The ipg was not returned for analysis as it remains implanted. As such, physical analysis has not been conducted in our laboratory. Therefore, with the reported observations and the labeling review, it has been determined that ipg tilting/migration resulting in pain is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) tilted within the ipg pocket. Symptoms included tenderness and pain during charging of the ipg. The patient subsequently underwent an ipg revision procedure, during which the ipg was repositioned. The ipg remains implanted in the patient. The patient was doing well postoperatively.